Event description:
It is reported that the sales rep has heard of multiple patients complaining about a click noise with the persona ps coming out of deep flexion.

Manufacturer narrative:
This report will be amended when our investigation is complete.